Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. Unit received with the cam support pin and the bearing pin from the left base handle: the torque knob was missing from the right side rail bracket: repair received the base unit only: general maintenance and cleaning were required. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
Service and repair of the a2079 mayfield infinity xr2 base unit found the lock had worn starburst, and a long pin came out of it.